Event description:
It was reported that the catheter presented obstruction. When the catheter was removed, it was noticed that there was a knot in the end. The catheter was inserted on (B)(6) and removed on (B)(6).

Manufacturer narrative:
A lot history review (lhr) of rexh2047 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.